Event description:
It was reported that a pt underwent a sling procedure on an unk date. The surgeon left the sheath implanted in a pt. No additional info was available at this time.

Manufacturer narrative:
Date sent to the FDA: 05/01/2009. Sheath retained in pt. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.